Event description:
Port placed in 2003. Recently, pt had difficulty with apparent infiltration of of the port. An angiogram revealed extravasation of the contrast from the port. Pt taken to surgery 8 months later for removal of the port. The surgeon noted that the catheter was separated from the plastic port itself. The old device was removed and replaced with another port. The pt tolerated the procedure well.